Manufacturer narrative:
Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage to the pcb1 board and pcb2 board. Pump passed self-test and displacement test. Unit successfully downloaded to thump. Verified the pump alarmed pump error 63 alarm ((B)(4)) in the pump history download on (B)(6) 2024 19:27:32.000 due to moisture damage to the pcb1 board as per global logic analysis (B)(4). Moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, cracked battery tube case, corroded motor home switch, cracked battery tube threads, and corroded battery tube. The p-cap/reservoir does lock properly. Confirmed no current code to be pump error 63. Critical pump error (open book image) alarm confirmed during analysis and triggered by pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage to the pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that pump was exposed to moisture. The customer also reported pump stopped working. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue to use of the device.